Event description:
It was reported that a pump door will not close. It was reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to "door not fully latched" messages caused by a failed upper link switch. The "door not fully latched" messages corresponds to the reported system of "door that will not close" and has the same cause. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The upper auxiliary assembly was replaced.